Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that the renasys go device was alarming for a blockage. Patient reports that she was discharged from the hospital on feb 14th and arrived home when the machine began to alarm. Discussed troubleshooting steps with patient and advised patient to plug device into wall and power device down. Once device was re-started, device began to alarm again. Requested that patient disengage quick click connector. Device continued to alarm during this process. Patient reports she has no drainage in the canister. Patient was advised to observe appearance of dressing and tubing. She reports that dressing is tight and intact and that tubing has no kinks or bends present. Patient was informed to contact physician to determine how to dress wound while device is not functioning. No further information available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.